Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the top cover is cracked with sharp edges. A field service engineer (fse) checked cables and sensors and powered down the station. Fse removed all peripherals and screws, removed all boards and cables. Removed the monitor and mount. Fse unscrewed hydraulic legs from the top cover and replaced the top cover. Fse reattached the keyboard, printer, scanner, and cables to the sled, reattached cables to peripherals and attached the monitor back to the station. Fse seated all cables to the controller board and reattached power cables issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the top cover was cracked with sharp edges. There were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the top cover was cracked with sharp edges. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.